Manufacturer narrative:
This is a malfunction that has been reported to fisher & paykel healthcare by a hosp in another country. The product is not sold in the USA but it is similar to a product which is sold in the USA. Method - no information to date. Results - investigation still underway, no results to date. Conclusions - no conclusion can be made at this time.

Event description:
A hosp in another country reported that a hole was found on a rt235 or rt236 evaqua expiration limb. They are not sure if it is from a rt235 breathing circuit or rt236 breathing circuit. There was no consequence for the pt.